Event description:
It was reported that this patient with an unknown implantable boston scientific device recently exhibited two episodes of oversensed noise. These episodes were untreated and did not result in inappropriate therapy. Recently, it was confirmed that the patient had a subcutaneous implantable cardioverter defibrillator (s-ICD) system, which had previously delivered inappropriate shock therapy due to oversensed artifacts. The physician evaluated the patient in-clinic, but these artifacts were always non-reproducible. As the physician noted the patient's baseline trend was headed towards saturation, he elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Despite exhaustive attempts, the specific identifying details of the explanted s-ICD system were unable to be provided, and it was confirmed that the system would not be returned for analysis.